Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device fails pressure check test. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the pressure sensor this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced lower pressure sensor assembly for patient side occlusion failure. Replaced u4 led on display board assembly for segment dim.

Event description:
It was reported that the device fails pressure check test. There was no patient involvement.